Manufacturer narrative:
The device was in use for treatment. The lead was surgically abandoned, and it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2015, the customer reported that in 2007 the patient's right atrial (ra) lead displayed noisy intercardiac signals and high atrial thresholds. In addition, review of the data by a technical services consultant indicated there was intermittent atrial undersensing and oversensing of the atrial noise, along with intermittent atrial non-capture. The clinician reported that these findings would be discussed with the physician. It was further reported that the ra lead was surgically abandoned during a device replacement procedure for normal battery depletion due to noisy signals. There were no adverse patient effects. The lead was actively implanted for approximately 12 years, 2 months.